Manufacturer narrative:
Other: x-frame.

Event description:
It was reported by service report that the unit was leaning on one side with pt on it. The x-frame was found to be broken. No adverse consequences have been reported.